Event description:
It was reported that pump screen was dark and would not turn on after pump was dropped in water. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to attempt multiple button presses and charging steps, but pump did not turn on, so pump was confirmed in warranty and replacement pump was arranged and shipped. Customer was advised to let pump battery fully deplete before returning it, to send problematic pump back within required timeframe, and to program pump settings and connect continuous glucose monitor to replacement pump, and customer planned to contact healthcare provider because no backup insulin therapy was available.